Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The click of the screwdriver was not heard in the atrial position. However, the screwdriver was used to unscrew the pacemaker to be replaced and tighten the ventricular setscrew.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the event observed by the physician during the implantation attempt at the atrial level more likely resulted from an incorrect insertion of the screwdriver blade through the screwdriver slot: the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. As a consequence of the incorrect insertion of the screwdriver, the setscrew was screwed in the terminal block but no "click sound" was heard because of the poor mechanical contact between the blade of the screwdriver and the hexagonal head of the setscrew. The lead was considered tightened but as a consequence, the electrical continuity could have been poor because of bad/insufficient contact. The physician decided to change the device. To address this, sorin provided a reminder and add'l instructions to ensure the wrench was fully inserted. These add'l instructions have been included in the newest reply instructions.